Event description:
It was reported that the patient is experiencing difficulty in inflating and deflating the inflatable penile prosthesis (ipp) device. The physician reported that a total of three patients experienced this problem. A patient outcome was not reported.